Manufacturer narrative:
The device subject of the reported event was returned to hu-friedy for evaluation. Evaluation determined there were no material heat treatment issues found and the breakage may be attributed to the instrument being driopped or misued. The device history record (DHR) for the subject lot was reviewed and no abnormalities noted. The reprocessing of hu-friedy dental instruments and accessories states, "inspect all instruments after the cleaning and rinsing step for corosion, damaged surfaces, and impurities. Do not further use damaged instruments."

Event description:
Dealer/distributor reported insert broke off in patient's mouth during procedure. Tip went to back of patient's throat, unclear if swallowed. Patient was sent to urgent care.